Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the pt had an x-ray performed two months ago which showed one of the leads had migrated. The pt elected to have the entire scs system explanted. The date of the explant was not provided to the sjm rep; it was believed to be the week before.